Event description:
End user reported the development of red weepy skin under the seal when six out of the ten products were used. There is a decrease in wear time. End user cleaned area with soap and water, and script of nystop powder was used as a skin prep. Recommendations were made for patch testing and alternate product samples were sent out. Patient was advised to follow-up with an ostomy nurse or healthcare provider.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient /event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).